Event description:
Pt reported using tens stimulator with 2" round electrode pads, placing them above her shoulders on the back of her neck; pt took a treatment on her neck about 3-4 days prior and experienced shortness of breath and real tightness in her neck muscles. Pt says she also felt nauseous; in the past she has taken treatments on her neck and she never experienced those side effects when she did. Last treatment she took on her neck was months ago, pt has never experienced these symptoms before in her life. Right now pt is still experiencing shortness of breath and stiffness in her neck.

Manufacturer narrative:
Pt received letter concerning corrective action on rs-fbg conductive garment and revised operation manual with warnings on stimulation of the neck and telephoned customer service to inquire if shortness of breath and tightened neck muscles could occur with electrical stimulation with conventional electrode pads alone. Pt was going to consult with physician (dr. (B)(6)). No further information has been received post-physician consultation. No specific device evaluation has occurred based on this report. MDR filed - (B)(4) 2010.